Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm regarding an open book image on the insulin pump. Customer's blood glucose was 17 mmol/l. Customer was advised to discontinue using the pump and to revert to a back-up plan. Customer was on holiday in italy at the time of the call and had reverted to their back-up plan. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump was received with critical pump errors and a pump error 35 due to corrosion on the force sensor noted during visual inspection. Unable to perform self test, active current measure, sleep current measure, rewind, seat, basic occlusion, force sensor, occlusion or displacement tests due to the open book errors. The pump had a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a faded serial number label. The pump also had corrosion on all electronic assemblies and battery tube noted. The pump also had moisture damage on the motor assembly.